Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA patient ID: (B)(6). Implant date: (B)(6) 2012, dr. (B)(6) explant date: (B)(6) 2023, dr. (B)(6), op report attached revision op report postoperative diagnosis: failed left total knee replacement due to poly wear issues with osteolysis. S. The femoral component was slightly loose but the surgeon was able to remove the femoral implant with very minimal bone loss. There was massive wear off of the posterior lips both medially and laterally on the polyethylene insert. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient in ebi. Serial number provided. Historical record and smartsolve searched for sn/patient name with no results. No further information. (B)(6) 02-012-35-4009 - logic tibia ps mod insrt ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, patellar loosening and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.